Event description:
Diagnosis or reason for use: orthopedic arthroscopy. Event abated after use stopped or dose reduced? Yes. Etched pin tip broke off in distal right femur of patient during arthroscopy and acl reconstruction. Tip located on xray and intentionally retained by surgeon r/t location in medullary canal. No harm to pt. Biomet sports medicine representative brian cardella present during surgery.